Manufacturer narrative:
Physio-control further evaluated the quick combo cable and determined that the cause of the reported issue was shorted voltage pins.

Event description:
The customer contacted physio-control to report their device would not recognize the defibrillation therapy cable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the quik combo therapy cables to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device would not recognize the defibrillation therapy cable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.